Manufacturer narrative:
The product was not returned for analysis. Only video was returned. Received video shows an implanted iol (intra ocular lens). There appears to be a scratch/mark on the optic. Based on our observations of the attached video, it appears that an iol has been implanted. There appears to be a scratch/mark on the optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that noticed scratches on optics. Additional information was requested.